Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic due to twitching in their abdomen. Upon device interrogation, it was found that the right atrial (ra) lead exhibited high thresholds, potential undersensing, small p waves and had a dislodgement. It was also found that the implantable pulse generator (ipg) cardiac compass had invalid data. The ra lead was repositioned and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.